Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited high threshold and loss of capture. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).